Manufacturer narrative:
Product evaluation: the device with the lens was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has under-rode the lens. The lens was located at mid-nozzle and misfolded upward in the device. The plunger has torn the optic material on the right side of the device. The trailing haptic was extended and broken in several areas underneath the optic. The leading haptic was extended with the distal haptic tip at the nozzle tip exit. The plunger underride and resulting lens damage was most likely interpreted as the reported complaint. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. Root cause: the root cause cannot be determined for the reported event. A plunger underride was observed. The plunger underride and resulting lens damage was most likely interpreted as the reported complaint. Plunger underride may occur: ¿ due to rapid advancement faster than the dfu recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger was stiff and could not advance the iol when inserting the tip of the nozzle into the patient's eye. The surgery was completed with another product and no patient harm. Additional information has been requested.